Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two mitraclips were implanted, reducing mr to a grade of 1-2. On (B)(6) 2024, the patient was hospitalized, and a transthoracic echocardiogram (tte) was performed and revealed that the mitraclip xt had partially detached from the posterior leaflet and remained attached to the anterior leaflet (partial clip movement), causing mr to increase to 3.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot all information was investigated, and a cause for the reported migration (partial clip movement) resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two mitraclips were implanted, reducing mr to a grade of 1-2. On (B)(6) 2024, the patient was hospitalized, and a transthoracic echocardiogram (tte) was performed and revealed that the mitraclip xt had partially detached from the posterior leaflet and remained attached to the anterior leaflet (partial clip movement), causing mr to increase to 3.